Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08740 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 33.8 units of normal bolus was delivered on 01/25/2025 between 07:19:51.000 and 17:31:42.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and broken belt clip rails. The p-cap/reservoir does lock properly. Pump passed functional testing and no under delivery anomalies noted during testing. Cosmetic damage was confirmed at belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucoses and alleged possible under delivery anomaly with the pump as the pump was not delivering basal insulin correctly and observed a crack at back side of the insulin pump. The customer reported blood glucose value of 230 mg/dl. The customer was treated with insulin pump and manual injections. The event involved product(s) mmt-1880, mmt-387a, mmt-332a.troubleshooting was performed for high blood glucoses and found that customer has been using the insulin pump system within 48hrs of reported low blood glucose event and the auto mode feature was not active at the time of the event. Troubleshooting was performed for under delivery anomaly and customer declined to test the pump, troubleshooting was performed for physical damage and confirmed that the damage (crack or scratch) on the pump was not related to the retainer ring. No further patient complications were reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-387a. No product return is required for mmt-332a.